Event description:
It was reported that an ams device known as "intepro" (perigee) was implanted for "pelvic organ prolapse." It was alleged that the device caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.